Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a pneumonectomy procedure, the device didn`t staple correctly. The staples were not closed. The surgeon continued with same like product. The patient is fine.